Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that a the patient had right knee swelling, acute renal failure and positive staph aureus right knee that required surgical procedure.